Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 53 mg/dl. The customer treated low blood glucose, however the customer's blood glucose was 140 mg/dl. The customer also reported sensor signal not found. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing per (B)(6) or continuous glucose monitoring engineering. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).